Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision - reason not reported.

Manufacturer narrative:
File found to be a duplicate 1038671-2018-00751.

Event description:
File found to be a duplicate 1038671-2018-00751.